Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
In cs300 intra aortic balloon pump the user reported an iab loop leak, there was no patient harm or injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) observed the device and cause of the equipment failure was determined, and a safety disk fault was identified. Fse replaced the safety disk. The equipment passed all factory-specified performance and safety indicator tests. User feedback indicates the equipment was in good condition.